Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a loose/flush drive support disk. A cracked battery tube threads and scratched lcd window also noted.

Event description:
Customer reported that during the prime process he is receiving a prime/delivery alarm on his insulin pump, he cannot exit from the preparing to prime mode and insulin would not stop dripping. Customer stated that the rewind message appeared after the alarm alert and confirmed that the drive support cap is protruded. Customer's blood glucose level at the time is 211gm/dl. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.